Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. During the phone call, the customer's blood glucose reading was 436 mg/dl. The customer was advised to seek medical assistance to stabilize her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.